Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve was placed under consideration for a valve-in-valve procedure after an implant duration of seven (7) years, 10 months due to aortic stenosis.

Event description:
It was reported that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years, 11 months due to aortic stenosis. The patient initially presented to the ER 13 days prior with chf. It was noted that symptoms started for the patient three (3) weeks prior with shortness of breath, generalized weakness, and inability to perform daily activities without frequent rest periods. The tavr procedure was performed successfully with a 26mm non-edwards transcatheter valve resulting in significant improvement in dyspnea.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b1, b2, b3, b4, b5, b7, g3, g6, h2, and h6.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.